Event description:
It was reported that during valve surgery, the left ventricular (lv) lead dislodged. The lead was attempted to be re-positioned unsuccessfully. Approximately two months later, the lead was capped and replaced. The patient was a participant in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, 5076-42 lead, implanted (B)(6) 2011. (B)(4).